Manufacturer narrative:
Other relevant device(s) are: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient would sometimes have a burning sensation ¿where the leads were in their leg¿. The patient stated that she gets a sharp pain, then the burning, and then the stinging. The symptoms would stay there for a while and then go away. This was considered to be a sudden and intermittent change in symptoms. There were no trauma/falls reported that could be related to this issue and it was unknown if the patient recently had any medical tests or emi environmental exposure. It was noted that the patient was currently getting oblation, burning of the nerves; they did some last week, would be doing it again on (B)(6) 2019 and also has gotten cortisone shots in her knee. Lastly, the patient was wondering if the issues she was having could be from the oblation. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) regarding issues of medical in nature. There were no further complications reported or anticipated.